Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported as a direct result of the aligner treatment, they have developed significant issues with jaw deviation to the left, facial pain, and tmj. This has caused them considerable pain and functional limitations. Requested additional information, bite video and last visit with doctor. Patient provided further update that their doctor has recommended them to stop all treatment with byte. They will be continuing their care with their dentist. They will need further and ongoing care to address the issues that the aligners have caused.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.